Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient is having effective relief again.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33093, 1627487-2020-33094, 1627487-2020-33095. It was reported the patient fell off their bed and 2 of their leads migrated. Reprogramming was unable to cover the pain areas. Surgical intervention took place wherein the 2 leads were explanted and replaced to address the issue. It is unknown which 2 leads had migrated, as such all leads are being reported.